Event description:
The manufacturer received information regarding a dreamstation 2. The patient alleges the the device had a burning electrical smell and smoke came from the device. The patient alleges coughing stating the event irritated her lungs. The patient was unable to remember the device setting at the time of the incident, and stated it was not noticed the humidifier was overheating prior to the incident. The patient provided a detailed description of the incident stating the following: after plugging in the device, smoke came from the humidifier and an electrical smell was noticed. There were no flames or evidence of melting, warping or voids/gaps in enclosure. The power cord/supply was not damaged.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.